Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer alleges that the consumer could elevate chair but when she tried to come back down, the chair would instead tilt. Dealer removed actuator from chair to test. Dealer tested actuator by connecting it to a battery through a test cable. This is when dealer allegedly noticed smoke coming out of actuator followed by a flame. This alleged incident occurred after the actuator was removed from the chair and no parts of the chair were damaged, nor was the client or tech harmed in any way.

Manufacturer narrative:
Only the actuator was returned and evaluated. The evaluation found an electrical motor failure due to infiltration of foreign material.

Event description:
Dealer alleges that the consumer could elevate chair but when she tried to come back down, the chair would instead tilt. Dealer removed actuator from chair to test. Dealer tested actuator by connecting it to a battery through a test cable. This is when dealer allegedly noticed smoke coming out of actuator followed by a flame. This alleged incident occurred after the actuator was removed from the chair and no parts of the chair were damaged, nor was the client or tech harmed in any way.